Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. An alert was also reported. No data analysis from this device was performed. This device was later explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was disposed by the healthcare facility.